Event description:
It was reported that a user of the ilet bionic pancreas experienced persistent hyperglycemia despite making meal announcements and allowing time for adaptation, with postprandial glucose reportedly rising to 220¿250 mg/dl and the device not delivering expected corrections. Symptoms included elevated blood glucose. Outcomes included user dissatisfaction with glycemic control and interest in reverting to a different insulin pump. Investigation included troubleshooting and education, along with assignment for additional training. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that no device alarms were reported and that the event involved hyperglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.